Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl. The customer reported that a bolus of 24.6 units of insulin from the insulin pump was administered on the customer without notifying the customer. The customer would like to have the insulin pump replaced. The insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).